Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that there was a decrease in the right ventricular (rv) lead amplitude since the lead was implanted. Additionally the pace impedance had dropped and was still in range. There was also reportedly an atrial tachy response event where undersensing was observed. The programmed sensitivity is at 2.5 millivolts (mv) and the r-waves are now 1.7 mv. Boston scientific technical services (ts) suggested performing a chest x-ray, and to check the unipolar and bipolar properties of the rv lead. The patient was scheduled for a follow-up. Additional information was received which indicated that the lead had high pacing thresholds. The lead was subsequently removed and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was reported indicating that the first threshold increase was noted the day after the lead was implanted and threshold continued to rise. In bipolar configuration pacing threshold was 6 volts at 1.5 milliseconds and there was no capture in unipolar pacing configuration. The cause of the issue, which resulted in this right ventricular (rv) lead explant, remains unknown. No additional adverse patient effects were reported.